Event description:
Ed nurse reported that magnesium 2 gram/50ml ivpb infused too quickly. She thought she had programmed the smart pump to infuse at 25ml/hr. When she came back in to check on patient, the magnesium had infused already. She had programmed the pump to infuse at 25gm/hour. There were multiple magnesium entries in smart pump library for nursing to choose from. (B)(4).